Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced heating at the ipg pocket when the stimulation was on. The patient stated she stopped using her scs system because of the heating sensation. The patient stopped using the system approximately a year ago and her ipg is now inoperable. Surgical intervention to explant the patient's scs system is planned for a later date.